Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter lh 750 hematology analyzer was leaking a small bluish leak from the rbc bath. The customer also reported that the analyzer was producing increased h/h check failures. The customer was wearing ppe at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, and it is unknown if the customer has an exposure control plan at the facility. There was no death, injury or change to patient treatment attributed or connected to this complaint.

Manufacturer narrative:
The controls run before the event recovered within the range. The field service engineer (fse) observed the rbc bath leaking and poor mixing in rbc bath. The leak was from an rbc aperture o-ring. The fse replaced the o-ring, which resolved the leak. The leaking fluid was mixture of diluent, blood, and clenz. The fse also replaced the rbc bath. The fse inspected mix solenoid and check valve, but found no issue. The fse switched it with an identical one in a different location in the instrument, and they are both working fine. The fse verified repair per established procedures. The results met published performance specifications. Bec internal identifier for this complaint is (B)(4).